Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: reopened pi as we received an ai that the surgeon replaced the stem due to a suspicion of trunnionosis. (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d10.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2006 via tha. It was reported that the revision surgery was scheduled on (B)(6) 2020. As the first choice, the surgeon plans to replace the cup (manufactured by another company) at acetabular side, and replace the s-rom stem and the head at femoral side. The surgeon plans to preserve the sleeve. No further information is available.